Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples. No failure was found.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle the medication was not being delivered. The following was received by the initial reporter: when using the product, the patient found that the medicine cannot be squeezed out, and could not complete the injection. Therefore, the patient came to the hospital for consultation.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle the medication was not being delivered. The following was received by the initial reporter: when using the product, the patient found that the medicine cannot be squeezed out, and could not complete the injection. Therefore, the patient came to the hospital for consultation.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.